Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp). Fse checked and found no issue with the machine. Fse replaced washer and helium cylinder with new one as a precaution. Fse checked battery backup of machine and giving 45 mins backup on batteries. Performed complete functional and safety testing. Unit passed all testing.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
It was reported that during a routine check, the intra-aortic balloon pump (iabp) had a leaking helium cylinder. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.